Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube had abnormal solidified anticoagulant. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd has not received samples or photos for evaluation. Retained samples could not be inspected because the lot number was not provided. Additionally, a review of the device history record could not be conducted due to an unknown lot number. This complaint is unable to be confirmed for the indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube had abnormal solidified anticoagulant. There was no health impact or consequences reported.